Event description:
Pt reported her infusion device is in stop mode and she is not able to do anything from there. Pt stated none of the buttons on the infusion device are responding. Pt reported she tried with a different battery and the buttons still don't respond. Pt stated she received an e8 (power interrupt) error message on the infusion device display. Pt reported the infusion device has not been dropped or the battery changed without putting the device in stop mode. Pt stated after she received the e8, all of the buttons on the infusion device stopped working. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.